Event description:
Customer reportedly obtained results of 215 mg/dl and 85 mg/dl on the compact system within 10 minutes. Customer drank juice based on 85 mg/dl result. No adverse event reported requested return of suspect system, and replacement was sent.